Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the reported phenomenon could not be specified. However based on the report of the service department of olympus europe se & co. Kg (oekg) and the former similar case, omsc presumed there was the possibility this phenomenon was attributed to the user improperly reprocessing the auxiliary water channel of the subject device. [Notes] both reported phenomena were could be prevented for the following description in the instructions for safe use (IFU)(reprocessing manual): ¿1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to the service department of oekg but has not been returned to omsc. The service department of oekg checked the subject device for evaluation. It was confirmed the auxiliary water supply issues and the foreign object came out from the auxiliary water channel of the subject device. It could be occurred due to the user handling and insufficient cleaning for the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus europe se & co. Kg (oekg), it was found the foreign object had been existed in the auxiliary water channel of the subject device. The subject device had been returned from the user because the flow of the auxiliary water channel was not sufficient. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.